Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: failed integrity test. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a crack on the insulation due to possible user misuse, improper sterilization methods, or normal wear. The reported failure mode will be monitored for future reoccurrence. Mfg date:11/26/2014. (B)(4).

Event description:
It was reported that the insulation had been compromised.